Event description:
During this procedure the doctor attempted to open the device basket to retrieve a stone from the pt's duct, but the when the doctor attempted to open and close the device basket via the handle controls, the basket did not open or close. The physician then removed the device from the patient, and obtained another device to complete the pt procedure, but this device exhibited the same complaint condition. The doctor then obtained a third device, and reported that the procedure was successfully concluded. There was no adverse affect on the pt as a result of the reported malfunction. Please reference medwatch report number 6000048-2005-00034 which reports the malfunction that was reported to have occurred with the second device used in this event.